Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor pacemaker exhibited high but in-range pace impedance measurements of 1,300 ohms in both bipolar and unipolar configuration. A revision procedure was performed due to normal battery depletion of the patient's device at which time the lead was measured via psa and impedance measurements of 300 ohms were observed. Suspecting an incomplete lead fracture the physician then attempted to implant a new rv lead but was unable to insert the sheath to cannulate the patient's rv. Due to the inability to access the patient's rv the physician elected to leave the existing lead in service with the newly implanted pacemaker. The patient was also enrolled in the remote monitoring system for continued observation of the lead. No adverse patient effects were reported. This lead remains in service.